Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that, "another stent was used instead and implanted, and the procedure was completed." No causes or contributing factors for the failure to open were identified. Resistance was encountered during the delivery process. No damage was observed on the stent braid/pushwire or the phenom catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured c7 segment aneurysm with a max diameter of 1.3 mm and a 1.0 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4.06mm distally and 4.0mm proximally. It was unknown if a dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that on the evening of april 28, the operator used a 6f long sheath in combination with a 5f 115 cm intermediate catheter. The phenom 27 was positioned to the c7 segment, and the ped stent was advanced to the distal position. The microcatheter was withdrawn until the distal guidewire tip was exposed. While stabilizing the delivery wire, the microcatheter was further withdrawn to continue releasing the pipeline device. The opening at the proximal curve was not ideal. System tension was adjusted by retracting the intermediate catheter to release tension, while advancing the delivery wire and performing push¿pull deployment. The proximal end of the stent did not open throughout the procedure. As a result, product damage was requested. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the micro catheter from the patient. After the procedure, the angiographic result showed the stent was re-implanted; contrast agent was retained within the aneurysm sac, and the stented segment was fully expanded. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.